Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 6 events were reported for this quarter. Product return status: 4 devices were received. 2 device investigation types have not yet been determined. Additional information: 6 devices were not labeled for single-use. 6 devices were not reprocessed or reused.

Event description:
This report summarizes 6 malfunction events in which the device had a component detach. - 5 events had no patient involvement; no patient impact. - 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 6 previously reported events are included in this follow-up record. Product return status: 6 devices were received.

Event description:
This report summarizes 6 malfunction events in which the device had a component detach. 5 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.